Event description:
Clinical adverse event received for restriction when climbing stairs and walking uphill and knee down. Device and procedure (relatedness) device related: possibly related. Procedure related: possibly related. Device location: right. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".